Event description:
The issue reported was during the examination, the system shut down automatically and aborted the examination. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure, which was delayed by 10 minutes. Inspection of the system by a philips field service engineer (fse) and log file analysis identified a hardware problem with the system's single board computer (sbc). After replacing the sbc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected .